Event description:
It was reported that post-op on laparoscopic cholecystectomy procedure, there was a bile duct leak. The pt was returned to surgery for an add'l surgical procedure. It was not stated what was used to complete the procedure. No add'l info is available. Additional info has been requested; no response has been received to date. A supplemental report will be sent upon receipt of add'l info.

Manufacturer narrative:
Date sent: 09/28/2009. Info is unavailable; device was not returned for evaluation.